Event description:
Home patient's (hp) spouse called in to baxter's technical service center and requested assistance with re-priming the patient line using the homechoice system. Hp inadvertently left clamp closed on patient line. Technical service rep (tsr) instructed hp to open patient line and then assisted with re-priming the patient line to connect yourself/check patient line prompt. Hp verified patient line is full with fluid and no air bubbles observed. No patient injury or medical intervention reported at the time of the incident.